Manufacturer narrative:
Report was initially submitted on (b)(60 2015 but the FDA site was down. Advised by the FDA on (B)(4) 2015 to resubmit the medwatch. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: 03.211.005 t949949, manufacturing date: july 27th, 2010, review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the complaint condition for the 03.211.005 lot number t949949 2.4mm/2.7mm variable angle lcp bending pliers was likely caused by over five years of consistent use and wear; however, this complaint is not likely a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Phone number provided, device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Report was initially submitted on 23october2015 but the FDA site was down. Advised by FDA on 02december2015 to resubmit medwatch. Should be 10/28/2015 to reflect the date of investigation summary approval. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that a sales consultant was handed surgical pliers by the sterile processing department who stated that the tooth was broken. He was not sure when this occured, it was likely during a surgery, but no patient impact, or no surgical delay. This report is 1 of 1 for (B)(4).